Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse was reported via phone call that the insulin pump had unexpected restart. A cold reset was performed alarm after changing the battery. The customer¿s blood glucose was unknown at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked belt clip slot. Device received with no button response due to flattened (escape and act) button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to verify unexpected restart alarm, unexpected restart alarm and perform self test, displacement test and unexpected restart error test due to no button response.